Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited an out of range shock impedance measurement on the non-boston scientific right ventricular (rv) lead. It was noted that the impedance value for the rv lead was greater than 200 ohms. No adverse patient effects were reported. The ICD remains in service.